Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported hearing beeping tones. The patient was seen in clinic where the device was interrogated. The device had declared elective replacement indicator (eri). A save to disk was sent in for boston scientific technical services to review. It was determined that the device battery was depleting faster than expected. A device replacement was recommended and performed. The device is not expected to be returned for analysis. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.